Event description:
It was reported that the device had channel error. The clinician had switched propofol infusion line and the error started 2-3 minutes later. Clinician reconnected channel and restarted infusion of propofol. There was patient involvement, but no patient harm. Additional information was received through due diligence attempts. It was reported that patient was transported to MRI room. IV pump was outside the room, near the doors. Approximately two (2) -three (3) minutes later while transporting the patient to the MRI table, there was a channel error. The channel running propofol was showing error code 240.4150. The channel running fentanyl attached next to the propofol was running without issue. The clinician reconnecting the channel and restarted infusion.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error code 240.4150 was confirmed by the error logs and during the testing. Both devices showed the manufacturer seal damage. Pump module right iui corrosion noted, all inspected parts were determined to be manufactured by bd. An error log review was performed, and error 240.4150 ¿sensor broken¿ was confirmed as of (B)(6) 2025 on suspect received pump module serial number=(B)(6) according to the provided information. This error was reported repeatedly on several occasions on different devices: (B)(6) 2025 pump module serial number=(B)(6). (B)(6) 2024 pump module serial number=(B)(6). Following the pump module, model 8100 technical service manual (dir (B)(4)) the bottle-side pressure sensor was replaced with a good-known part from the dchu laboratory, exclusively for testing purposes. A programmed infusion of rate: 200 ml/h and vtbi: 200 ml was allowed for one hour (1). The infusion was completed, with no code errors or alarms. Error code 240.4150 did not reappear. The bd alaris¿ pcu and pump module technical service manual explained that error code 240.4150 is a produced by the voltage is too high on the pump module, the sensor may be broken. A recommended response is to replace the bottle-side pressure sensor. The alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. Notes to service replace both pressure sensors (bottle side and patient side) devices were opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported failure error code 240.4150 is attributed to a failure in the bottle-side pressure sensor. Note that this report lists imdrf annex a040502, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error. The clinician had switched propofol infusion line and the error started 2-3 minutes later. Clinician reconnected channel and restarted infusion of propofol. There was patient involvement, but no patient harm. Additional information was received through due diligence attempts. It was reported that patient was transported to MRI room. IV pump was outside the room, near the doors. Approximately two (2) to three (3) minutes later while transporting the patient to the MRI table, there was a channel error. The channel running propofol was showing error code 240.4150. The channel running fentanyl attached next to the propofol was running without issue. The clinician reconnecting the channel and restarted infusion.